Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
The device was received from (B)(6) for service. During servicing of the device, it was found to have no rotation. It is unk if the device was used during surgery, or if injury or medical intervention occurred. There was no add'l info provided.